Event description:
Updating maude adverse report number mw5033098 (B)(6) 2013. This is the last 10% repair of the previous reported incident. On (B)(6) 2014 dr. (B)(6) operation debridement of chronic abdominal wound and removal of infected mesh. The removal of the infected mesh was performed by dr. (B)(6) separately. Preoperative diagnosis: nonhealing abdominal wound. There was clearly some exposed mesh right in the middle of her repair. There was an associated abscess with some non-incorporated mesh within this pocket. Removed infected mesh in its entirety. This mesh parietex had been implanted in the (B)(6) 2013 repair after removing the kugel mesh. Dr. (B)(6) drained the abscess and inserted 2 drains. This should be the last surgery needed to correct the kugel mesh inserted (B)(6) 2007. Mw report 5033098.